Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, the video stayed in the stomach for seven hours but it had gaps in it. They tried to deploy the capsule endoscopically. There was no known adverse event. Additional information has been requested from the account but not yet received. Should we receive additional information, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Evaluation summary: log files were received for evaluation. Based on the data provided, investigations found that all four antennas functioned properly. The recorder battery voltage passed specification. Error messages were displayed indicating interference. As such, after reviewing all of the parameters, investigations concluded that the gaps in video occurred due to interference. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.